Event description:
It was reported that upon routine removal from the patient, the catheter separated from the patient, the catheter separated with approx. 3" indwelling in the patient. The catheter was successfully removed in surgery with no additional complications